Manufacturer narrative:
Trackwise # (B)(4). The hemopro device was returned to the factory with cannula on 18oct2019 and investigated on 20dec2019. Signs of clinical use and no evidence of blood were observed. A visual inspection of the photographic evidence was conducted and it also shows that the insulation on the cold jaw was half way torn. A visual inspection device was conducted. The silicone insulation on the cold jaw was half way torn from the tip, but not detached. The silicone insulation on the hot jaw was observed to be intact with no defects. The heater wire was observed to be flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and the analyzed failure ¿material bent/twisted.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, when the vh-3000 box was opened the scrub nurse noticed that the silicone piece of the jaws of the hemopro was separated. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, when the vh-3000 box was opened the scrub nurse noticed that the silicone piece of the jaws of the hemopro was separated. A replacement device was used to complete the procedure. No patient involvement.